Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was not fixed properly and needed to be repositioned. During the repositioning, the helix would not extend. The rv lead was removed from the patient and the helix would still not extend. A second rv lead was attempted. The second rv lead was also not fixed properly and needed to be repositioned. During the repositioning, the helix would not extend. The second rv lead was removed from the patient and the helix would still not extend. The rv leads were not implanted and a third lead was used. No patient complications have been reported as a result of this event.